Event description:
On (B)(4) 2014, leica biosystems received info from the lab that re-biopsy of four (4) patients was required. The pt info was provided by the lab. The complainant did not provide info as to whether the undiagnosable samples had been processed using either peloris ii tissue processor, serial number (B)(4) or peloris ii tissue processor, serial number (B)(4) . As a consequences, a medwatch report for each of the four (4) pts has been submitted with both instrument serial numbers listed in part d.

Event description:
On (B)(4) 2014, leica biosystems received info from the lab that re-biopsy of four (4) patients was required. The pt info was provided by the lab. The complainant did not provide info as to whether the undiagnosable samples had been processed using either peloris ii tissue processor, serial number (B)(4) or peloris ii tissue processor, serial number (B)(4) . As a consequences, a medwatch report for each of the four (4) pts has been submitted with both instrument serial numbers listed in part d.

Event description:
On (B)(4) 2014, leica biosystems received info from the lab that re-biopsy of four (4) patients was required. The pt info was provided by the lab. The complainant did not provide info as to whether the undiagnosable samples had been processed using either peloris ii tissue processor, serial number (B)(4) or peloris ii tissue processor, serial number (B)(4). As a consequences, a medwatch report for each of the four (4) pts has been submitted with both instrument serial numbers listed in part d.

Event description:
On (B)(4) 2014, leica biosystems received info from the lab that re-biopsy of four (4) patients was required. The pt info was provided by the lab. The complainant did not provide info as to whether the undiagnosable samples had been processed using either peloris ii tissue processor, serial number (B)(4) or peloris ii tissue processor, serial number (B)(4). As a consequences, a medwatch report for each of the four (4) pts has been submitted with both instrument serial numbers listed in part d.